Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During the process of implanting the impella pump, a hole in the pigtail catheter was observed. After numerous efforts to advance, the original impella device was explanted and replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported hole in catheter issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that an indent was found on both the pigtail and the lumen indicating that the guidewire had pressed into them with significant force. The root cause of the case start issue was most likely a use related as this can occur when the pigtail and lumen are not sufficiently straightened during the backloading of the guidewire. This report is being filed as part of a retrospective review of historical records.